Event description:
Pt undergoing transplant workup for pump thrombosis s/p thrombolytic therapy on (B)(6) 2016, with ldh stable 400-500's u/l. Pt continued with full dose asa and heparin therapy, requiring milrinone restart for increased creatinine on (B)(6) 2016; pump with grinding sounds on assessment. Pt taken to surgery on (B)(6) 2016 for pump exchange due to persistent dyspnea and increased filling pressure per (B)(6). Significant clot was discovered and removed in the lv during surgery.

Event description:
Patient with chronic nausea and vomiting since (B)(6), had speed increased from 2480 rpm to 2600 rpm in clinic (B)(6) for heart failure symptoms. Inr subtherapeutic at that time (1.4). The morning of admission, patient had low flow alarms (flow 104-1.8 lpm). Echo showed aov opening every other beat with dilated lv and rv. Hvad presented with sounds suggesting thrombus. Patient also had hemoglobinuria and ldh 776 which increased from 252 in (B)(6). Patient given thrombolytics x 2 on (B)(6) with clear urine and improved flows to 5 lpm. Despite improvement of heart failure, hemolysis, and urine, pt continued to have grinding sounds from pump. Acute drop in flows on (B)(6) 2016 to 2.3-2.5 lpm, patient moved to ICU for pac and milrinone. Patient re-examined for transplant work-up, potential pump exchange also discussed with CT surgery.

Event description:
Pt with prior thrombosis requiring lvad exchange (B)(6) 2016. Pt discharged (B)(6), has been compliant with asa, plavix and warfarin therapy with one subtherapeutic inr (1.8) (B)(6). Pt presented (B)(6) with high voltage and dark to black urine; flows rising over 72 hours. Admission settings: speed 2700 rpm, flow>10l/m, power 14.8 watts with high watt alarms. Ldh unreadable. Bedside echo confirmed a large thrombus. (B)(6), pt received tpa with resultant hemorrhagic stroke. In lieu of heparin, iabp placed to assist with flow. Settings post-tpa: flow 7.31/min, 2700 rpm, 4.4 watts. Labs (B)(6) showed ldh 3723 u/l. Low dose heparin started (B)(6) due to stable radiological and neurological exam. Pt continues supportive care with iabp and inotropes, ldh declining and urine clearing in color. Pt evaluated for anti-lupus antibody syndrome. Team considering decommissioning pump d/t signs of native heart function shown during iabp wean.